Event description:
N/a.

Manufacturer narrative:
A getinge representative had confirmed that the safety disk was replaced and all functional and safety checks were performed to to meet factory specifications. The iabp unit was cleared for use and returned to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
It was noted that the safety disk will be replaced at a later date. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during inspection and after the safety disk was replaced for the cardiosave intra-aortic balloon pump (iabp), the patient interface module (pim) test was conducted four (4) times but the final test failed. The old safety disk was replaced. There was no patient involvement, and no adverse event was reported.